Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The system was examined and the company representative was unable to confirm or replicate any system non-conformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, a root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site ((B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported tags during flap procedures. Additional information received states three patients with tags in the middle of flap procedures. Scissors were used to cut the flaps and the flaps were able to be lifted to complete treatment with no patient harm.